Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 469 mg/dl. The issue was not resolved. The customer treated with a separate insulin pump. The insulin pump was not returned for analysis.